Event description:
"Caller alleged discrepant results on inratio meter compared with inratio2 meter. Results as follows:" date: (B)(6)2010, inratio: 1.6, inratio2, 1.2. Date: (B)(6)2010, inratio: 1.3 inratio2: 2.1. First comparison was done using different fingers for sample. Second comparison was done using the same fingerstick for both tests. Same operator ran both tests. No patient history was given.

Manufacturer narrative:
Inratio and inratio2 meters were being tested. The 510 (k) listed is for the inratio test. The 510(k) for the inratio2 test is: k072727. No meter serial numbers were provided. Investigation pending.